Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump no button error alarm noted. Esc button did not respond due to corroded keypad trace. No frozen screen noted. Insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.

Event description:
It was reported the customer's insulin pump alarmed button error. The buttons are not working and the device was frozen. Customer's blood glucose was 168 mg/dl. Customer's mother reported she did not recall any significant event that may have caused the device to alarm. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.